Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and the identified distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure procedure the fiber tip was rotating inside itself. The fiber was confirmed to be in good condition after unpacking and preparation, and no courtesy error messages were displayed. The fiber was replaced and the procedure was completed using the second fiber without any patient complications. The fiber was returned and analysis identified a distal circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.